Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that an irrigation procedure occurred.  Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
It was reported that patient underwent a knee irrigation procedure due to infection.